Manufacturer narrative:
(B)(4).

Event description:
It was reported that "physician has started the iab therapy with ultraflex iab catheter 30cc & maquet cs300 iabp. It functions normally for a period of time until there's alarms of 'helium leakage' & 'unable to refill' from the cs300. As they were not able to tackle the problems, they stopped the iab therapy after consideration and switch to use other kinds of support. Physicians first suspected the possible causes are from the iabp so they requested checking on the cs300, but the checking result does not show any problems with the cs300. As a result, the physicians suspect a defect on the iab catheter which might be leak in tubing, connections or balloon abrasion etc. And want a thorough investigation on the catheter". No patient harm or injury. The patient status is reported as "fine".